Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of an ulcer at the level of the subclavian artery. It was noted that transposition was performed two days prior to the stent graft implant. Proximal seal zone was less than 1cm. A 28x28x100 valiant stent graft was placed at the level of the left common carotid and was deployed 3-4mm distal to the desired landing zone. Deployment and delivery was successful. Upon final angio, a type ia endoleak was observed. The proximal seal zone was ballooned with another manufacturer¿s balloon. The endoleak was reduced but not completely resolved. The physician noted that it could be attributed to the heparin and it might self-resolve. In addition the physician stated that the proximal seal zone was short and that contributed to the event as well. No additional clinical sequelae were reported and the patient will continue to be monitored.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.